Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-apr-2019 with the following findings: during investigation, there were no unexplained power interruptions observed in the black box download. No data in black box from time of reported intermittent power due to continued use. There was no damage found to battery cap. Battery cap attaches securely to pump. No power issues occurred during testing..the battery cap contacts were within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release..